Manufacturer narrative:
Block e1: the reported healthcare facility is: (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of four devices were used in this event, three spyscope ds ii and one spyglass ds controller. This record represents spyscope ds ii. It was reported to boston scientific corporation that a spyscope ds controller and three spyscope ds ii were attempted for use in the bile duct during a cholangioscope procedure on (B)(6) 2026, for the treatment of stones. During the procedure, no imaging was obtained, and three different catheters were attempted. The procedure was not completed due to this event. No patient complications were reported as a result of this event.